Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) battery had reached explant after approximately less than four years. Boston scientific technical services (ts) discussed that it was atypical for ICD device longevity to last for only less than four years and suggested the field representative perform a save to disk and send in for analysis to confirm appropriate depletion. The field representative stated the patient did not come to the clinic on the scheduled checkup. Ts also logged into remote monitoring system and did not find any remote transmissions. Additional information was requested in the field however there was no available information up to this time. This ICD device remains in service. No adverse patient effects were reported.